Manufacturer narrative:
Follow up information received on 10-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and heavy bleeding (seen as genital haemorrhage). Plaintiff was forced to undergo a surgical removal and hysterectomy. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case, the lack of alternative explanation and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required intervention. Additionally, non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 06-sep-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Sometime following the procedure the plaintiff began suffering from heavy bleeding, severe abdominal and pelvic pain and cramping. In (B)(6) 2012, she was forced to undergo a surgical removal and hysterectomy. Follow-up received on 13-sep-2016: legal claim was received. It was reported that essure was inserted in 2013 (discrepant information), and sometime after procedure, she started experiencing severe pelvic pain, abdominal pain, cramping and extremely heavy bleeding. In (B)(6) 2012 she had hysterectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and heavy bleeding (seen as genital haemorrhage). Plaintiff was forced to undergo a surgical removal and hysterectomy. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case, the lack of alternative explanation and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required intervention. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), embedded device ("migration of essure device location of device:device slid and embedded"), device expulsion ("expulsion of essure device"), pelvic pain ("severe pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2013, the patient had essure inserted. In 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), hormone level abnormal ("hormonal changes describe: testosterone/esterogen"), female sexual dysfunction ("apareunia"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery ((B)(6) 2013 (unilateral salpingooopherectomy)), surgery and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, hormone level abnormal, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, weight increased and vulvovaginal pain had resolved. The reporter considered bladder disorder, depression, device expulsion, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion current weight 236 lbs. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received:the event abnormal vaginal bleeding, menorrhagia, hormonal changes describe: testosterone/esterogen, apareunia, depression, bladder problems, urinary problems, embedded device, dyspareunia, device expulsion, vaginal discharge, fallopian tube perforation, weight increased, vaginal pain added,events outcome added,lab data added,concurrent condition added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.